Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced ineffective stimulation due to multiple high impedance contacts. Although reprogramming was able to provide effective stimulation, the physician decided to pursue surgical intervention at a later date to address the issue.